Event description:
On (B)(6) 2014 the lay user/patient in (B)(6) contacted lifescan to report the onetouch verio iq meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 5:00 pm, after the patient had physical activity and exercise, he experienced the symptoms of aggression, difficulty speaking and impaired vision, and he felt hypoglycemic. While symptomatic, the patient attempted to test his blood glucose level with the reported meter, however the meter would not power on. The patient administered self-treatment by consuming glucose tablets; he did not seek any medical attention. The patient manages his diabetes with novorapid insulin taken on a sliding scale and levemir insulin 30 units per day. Troubleshooting revealed the meter¿s battery had not been recharged. The issue was not resolved with troubleshooting. The meter was replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptoms began prior to the meter issue, there was no delay in treatment and he denied seeking medical attention. However, as the meter power issue was not resolved this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.

Manufacturer narrative:
Follow-up # 1 ¿ (04/11/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on 3/14/2014 and 4/1/2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.